Event description:
It was reported that the programmer screen was broken and unresponsive. It was further requested that it receive a test and calibration procedure. The programmer was returned for service. There was no patient involvement. It was further reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the head failed its uplink tests and its cable was therefore replaced. It was further noted that the label was missing its laminate and the label was also replaced. (B)(4).